Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the suture broke when the surgeon lowered the knot on the fast-fix 360. Another fast-fix 360 from another lot was used to complete the procedure without any problem and with only about 10 minute delay. There were no consequences reported for the patient.